Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak remains unknown.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 8.5f agilis steerable hemostasis introducer sheath was received for evaluation. Functional testing confirmed an air leak in the sheath tubing. The sheath tubing had three tears consistent with the location of a kink in the sheath tubing; the condition was consistent with the reported air leak. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the sheath tubing damage and subsequent air leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During a ventricular tachycardia procedure, it was noted that when aspirating, air infiltrated from the sheath valve. The sheath was exchanged, and the procedure was completed with no adverse consequences to the patient.